Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the wifi would slow down and sometimes stop when retrieving images to the navigation system. It was reported that the issue occurred intermittently. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information was added to the event description. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that this is an ongoing issue that is inherent to the facility's wifi network, not our navigation system. The issue occurs when attempting to pull patient scans in a specific operating room (or). When moved out of that or the system is able to download the scans immediately.